Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability issues and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition no information provided in the following section(s): a4, a5, b6. (D4) (catalog number, serial number, UDI number, exp date).

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 18 years postop the initial left tha, this (B)(6) female patient, was scheduled for a revision of the right acumatch head - reason unknown. Accumatch 11/13 taper head 22mm x +3mm, accumatch hip patient was last known to be in stable condition following the event. Devices sent to (B)(6).